Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right side. The 96% stenosed, 18mmx3.5mm, eccentric, de novo target lesion with a bend of between 45 and 90 degrees was located in the moderately tortuous and severely calcified right coronary artery. A 3.50mm x 20mm emerge¿ balloon catheter was advanced for pre-dilatation. However, when the balloon was inflated at 6 atmospheres, the balloon could not be dilated and was suspected to have ruptured. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.